Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28aug2019. The service technician stated the device displayed a high pressure leak. The service technician reseated and sealed the o-rings on the gas delivery system to address this issue.

Event description:
High pressure leak. There was no patient involvement.